Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. Based on the information received, the cause of the reported hematoma remains unknown. Per the IFU, hematoma is a known inherent risk during a cardiomems sensor implant.

Event description:
Other related MFR reports are: 3004936110-2019-00444, 3004936110-2019-00446, 3004936110-2019-00602, 3004936110-2019-00611, 3004936110-2019-00637, 3004936110-2019-00638, 3004936110-2019-00639, 3004936110-2019-00640, 3004936110-2019-00641, 3004936110-2019-00642, 3004936110-2019-00643. One case of hematoma was reported in association with a cmems sensor from the literature article below. "Measures of procedure safety were in-hospital and 30-day mortality and implant complications, including access site hematoma, pneumothorax, pa injury/hemoptysis, and inability to deploy device complications, including one case of hematoma". Internal jugular vein as alternative access for implantation of a wireless pulmonary artery pressure sensor. Publication info: circulation. Heart failure 12.8: e006060. Nlm (medline). (Aug 1, 2019).